Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient stated that they paused treatment and drained 3474 ml, which was 183% of the patient prescribed fill volume of 1900 ml. The patient stated that they did not do a manual fill before connecting to the cycler. The technical service representative advised the patient to notify the peritoneal dialysis registered nurse (pdrn) of the reported event. Follow up with the patient¿s nurse was attempted but unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.